Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a robotic "proctatectomy" procedure, the doctor was implementing trocar for camera port and trocar was broken in two parts, although there wasn't any pressure to trocar, technically everything was right. Three of six trocars from one box were broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9298z, n92c8t, n92e4n, n92d4p. Product code = cb12lt. The analysis results found that two sleeve of the cb12lt device sleeve were returned and were observe to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.